Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad. On the same day, the patient died non-cardiac death, due to copd and hypoxia. The investigator assessed the event as not related to the index device or antiplatelet medication. Cec assessed the event as cardiac death. Stent thrombosis in lad. Patient admitted with hip fracture and had a subsequent mi. Had pci of lad died shortly after.

Manufacturer narrative:
Cec adjudicated stent thrombosis as probable acute stent thrombosis (arc). Sponsor assessed the stent thrombosis as possibly related to the device and not related to antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed the death as not related to the index device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.